Event description:
The customer, a biomed, contacted physio-control to report that during a routine device evaluation he observed that their device would intermittently power off when the battery in well # 1 was wiggled. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with troubleshooting assistance and the part number for replacement battery pins. Following the repair the device will be placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.